Event description:
An endurant ii stent graft system was implanted in the patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The patient had a short proximal aortic neck. It was reported that during the index procedure, the physician inadvertently partially covered the left renal artery with the endurant ii stent graft bifurcate. The physician elected to stent the left renal artery. An angiogram revealed no issues and the physician completed the procedure. Per the physician, due to patient anatomy there was a chance that the endurant stent graft would encroach the renal artery and this occurred. Approximately two to three weeks post index procedure the patient experienced kidney dysfunction and was placed on dialysis. The patient was still making urine and a post-operative CT revealed no obstruction of the renal arteries. Both renal arteries appeared widely patent. There was a stenosis in the right renal artery and lots of hematoma in the abdomen. No apparent issues were observed with the endurant ii stent graft system. Per the physician, the cause of the kidney dysfunction was unknown. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.